Event description:
Medwatch report mw5188265 received and reported the following: during a scheduled colonoscopy, the physician had difficulty advancing the colonoscope. After a few minutes of attempting to advance the scope, the provider removed it and found the scope had broken with exposed wires. This caused tissue damage and perforation of the sigmoid, requiring a sigmoid colectomy with colostomy creation. Pre-op diagnosis: small duodenal ulcer; colonoscopy performed. Additional information was received from the customer: the diagnostic colonoscopy was completed using another olympus scope. The patient ended up with a perforated colon following the procedure. The patient was taken to the operating room for perforated colon.